Event description:
It was reported to philips that the system was slow to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that the system slow to boot. Review of the logfiles shows system slow to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the x-ray pc (tp) is not reachable it might be offline, rse was informed device required several reboots and it took a lot of boot time, however the issue could not be resolved remotely and requested onsite support. On further troubleshooting the philips field service engineer (fse) checked the onsite and found that the possible cause of the intermittent problem was the pdu dual switch power supply module. To resolve the issue, the fse ordered a power supply module, and replaced and calibrated power supply. The defective part was sent for analysis, for pdu dual switch module no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.